Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, pacing problems and a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.